Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The ovation prime aortic body graft was implanted into a previously implanted endograft and placed lower than intended. The placement location vessel diameter was larger than planned and a type 1a endoleak was observed. The endoleak persisted after treatment with an aortic balloon. The physician ended the procedure and the following day ((B)(6) 2013) performed an angiogram confirming that the type 1a endoleak was present. The physician successfully treated the endoleak by placing coils in the aneurysm sac and across the top of the aortic body graft primary sealing ring. The patient had no additional sequelae and is reported as doing well.